Manufacturer narrative:
The reported premature battery depletion was confirmed. With another battery attached, the device functioned normally. No high current drain measurements were found and the power consumption measured normally. The device was tested using automated equipment and showed normal current consumption. An internal anomaly within the battery was found to be the cause for the premature battery depletion.

Event description:
It was reported that the device was explanted and replaced due to premature eri to eol.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.